Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgery to revise an artificial urinary sphincter (aus) due to pain. The patient visited the hospital and inspection of the aus revealed that the pump length was too long and was causing pressure on the testicles which caused pain. A patient outcome of stable was reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported patient pain cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom of pain was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient had a surgery to revise this artificial urinary sphincter (aus) due to pain. The patient visited the hospital and inspection of the aus revealed that the length of the pump tubing was too long causing pressure on the testicles which resulted in pain; the tubing was shortened. A patient outcome of stable was reported.